Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dead, it would not turn on, and it would beep continually. Her insulin pump turned off and it made a really long beeping sound but nothing appeared on the screen. The insulin pump had several cracks near the screen. The outer screen would pop out most of the times. The insulin pump was exposed to sweat. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics assembly noted. However, the insulin pump was monitored and tested with no blank display and no audio or beep anomaly noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and missing the display window glass.